Event description:
A 3.0mm diameter x 15mm length endovascular rx drug-eluting coronary stent was deployed in a pt with angina pectoris. The target lesion, located in the lcx # 11, had some calcification and presented 75% stenosis. During the same procedure, one other MFR stent was deployed in the lcx #13. Ivus confirmed good expansion of the stents and the procedure was completed with no issues reported. However, 13 days post implant, the pt presented with chest symptoms. Thrombosis was confirmed were the relevant stent was deployed. Ami was also confirmed by electrocardiogram and blood sampling. Thrombus aspiration was performed. The pt is reported to be fine and no other sequelae were reported. The physician commented that both root cause and casual relationship between endeavor and thrombosis is unk.

Manufacturer narrative:
Secondary intervention: thrombus aspiration. Stent thrombosis, mi; calcification, 75% stenosis.